Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken were a new lead was added to the system. Surgical intervention addressed the patients issue.